Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable exhibited damage to the outer sheath and the silicon lumen directly above the strain relief due to general wear in addition to severe driveline discoloration. A small section of tape was applied by the patient had been applied at some point. The black and green wires had damage to their cases which caused the short and ultimately the ventricular assist device (vad) to run on a single stator mode. There was electrical fault and associated electrical fault alarms and high watt alarms. A driveline splice repair was performed. The driveline cable and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable exhibited damage to the outer sheath and the silicon lumen directly above the strain relief due to general wear in addition to severe driveline discoloration. A small section of tape was applied by the patient had been applied at some point. The black and green wires had damage to their cases which caused the short and ultimately the ventricular assist device (vad) to run on a single stator mode. There was electrical fault and associated electrical fault alarms and high watt alarms. The patient was hospitalized. A driveline splice repair was performed. The driveline cable and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of driveline cable associated with ventricular assist device (vad) was returned for analysis. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the controller log files revealed four (4) electrical fault alarms logged from 18/jul/2020 through 02/aug/2020 due to an overcurrent condition on the rear stator resulting in the pump running on a single stator (front-stator only). Additionally, 13 high watt alarms were logged since 18/jul/2020 starting at 07:26:49; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a break in the outer sheath and excessive outer sheath discoloration. Visual inspection also revealed damage to the strain relief in addition to dam age to the insulation observed on the green, black, and blue cables of the driveline segment. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Based on the investigation conducted, the most likely root cause of the electrical fault alarms event can be attributed to the observed driveline damage which likely left exposed wires, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.